Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain bag and "sore tummy". The cause, hospitalization and treatment were not reported. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was hospitalized on the same day as the event onset and was treated with vancomycin (90mg, intraperitoneal, for 7 days) and gentamicin (10mg, intraperitoneal, for 7 days). Eight days after the event onset, the patient was discharged from being hospitalized. At the time of this report, the patient was recovering from the event. Pd therapy was discontinued seven days after the event onset. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the cause of peritonitis was due to break in aseptic technique. The breach was not further specified. It was not reported if the patient was retrained on the proper aseptic technique. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.